Manufacturer narrative:
The product has been returned for analysis; however, the evaluation hasn¿t been completed yet. Upon the completion of the evaluation a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during service with this ev1000 platform, the injectate temperature was out of range. The value obtained was 0.0ºc while the expected tolerance range was between 1.1ºc and 1.7ºc. There was no patient involved. The device was available for evaluation.

Manufacturer narrative:
The ev1000a platform was returned for evaluation. The reported issue was not confirmed by the evaluation. The system was tested and it passed all the tests without any issues. This complaint was returned and determined to be no defect found, therefore a device history record review is not triggered. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.